Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed an error 3 message. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the meter issue occurred on (B)(6) 2015. The patient manages his diabetes with forxiga pills and insulin and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿one to two hours¿ after the alleged issue occurred he developed symptoms of ¿dozy and dizziness¿ however denied receiving any treatment. During troubleshooting the cca noted that the patient had followed the correct testing procedure. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor detail any medical intervention from a healthcare professional for either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.